Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, there was a faulty float switch found which confirms the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical fluid warming level one (1) trauma fast flow systems - h-1200 was not reading water levels after replacing the board. No patient adverse events reported.